Event description:
On (B)(6) 2012, it was reported that defective pixels on the infusion device's display were found during preliminary eval. The "units" symbol on the display is distorted by the defective pixels. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Add'l info will be provided once eval of the device is complete.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.